Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the unit¿s batteries have exploded. There was no patient impact but it is unknown if there was delay. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Visual examination of the returned product/provided pictures found the battery pack was broken open and there was black debris from the battery expulsion throughout the sterile packaging. The battery wiring was damaged review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design and manufacturing issues. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.